Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a degraded media bed.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it had no ventilation output. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b5, describe event or problem, of the initial medwatch report stated: it was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it had no ventilation output. There was no patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it was unable to provide oxygen and that the o2 concentration alarm did not trigger as expected to alert a user that oxygen delivery was compromised. There was no patient involvement associated with the reported event. Section h6, medical device problem code, of the initial medwatch report should have also included code: 3015 (protective measures problem). Section h10, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a degraded media bed. Section h10, additional manufacturer narrative, of the initial medwatch report should have stated: h6: the device was evaluated by ventec where the reported issue of no oxygen delivery and lack of an o2 concentration alarm was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a degraded media bed.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it was unable to provide oxygen and that the o2 concentration alarm did not trigger as expected to alert a user that oxygen delivery was compromised. There was no patient involvement associated with the reported event.